Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump is not delivering insulin and is not alarming no delivery. The blood glucose reading was 490 mg/dl. Customer treated with manual injection. No further information was reported.